Manufacturer narrative:
No unexpected battery out limit alarms were noted. No unexpected number ramping anomaly was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. The insulin pump passed the displacement test, operating currents and off no power alarm test.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)